Manufacturer narrative:
During ge healthcare technician checkout, it was found the error message seen was "internal failure, system may shutdown". Replaced power management board to fix the reported issue. No report of patient involvement. (B)(4). The initial reporter is located outside the u.s., and therefore this information is not provided due to country privacy laws.

Event description:
The hospital reported the internal power failure error. There was no reported patient involvement.